Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels (value not provided) causing customer to fall from being dizzy. Reportedly, the customer's pump carb ratio settings needed to be updated. Reportedly, the customer required assistance from school nurse to treat bg level via consumption of carbohydrates. No additional information was provided.